Event description:
Rv pacing impedance measures greater than 3000 ohms and recordings transmitted to home monitoring show noise on the rv channel. Lead showed out of range pacing impedance and noise measurements prior to changeout resulting in an inappropriate shock from the previous device. During the scheduled lead revision procedure, it was reported that the rv set screw felt loose in the header. The lead measured in range through the psa and the new device, and so the physician suspected a header issue as opposed to a lead issue and the lead was not revised. Lead is currently implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 lead capped due to noise and inappropriate shocks. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.